Event description:
Customer's wife reported blood glucose results of 99 mg/dl, 222 mg/dl and 145 mg/dl within 10 mins on the aviva sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A requested was made for the return of the sys, replacement was sent.